Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially implanted with an ovation prime abdominal stent graft system (one (1) aorta main body, six (6) iliac limb stent-grafts and one (1) extender limb stent-graft) and a non- endologix (genesis) left renal stent to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with the ovation system per the IFU. Approximately two (2) years post initial procedure, thrombus was present within the devices. The patient elected to defer intervention as the abdominal aortic aneurysm (aaa) sac was stable. The left limb had been occluded since 2017 (patient started having lle (lower limb extremity) claudication symptoms in 2016). An intervention was completed. The physician elected to stent the right external iliac artery with non - endologix stents and preform a fem-fem bypass with non ¿ endologixz stents. This event from 2017 will be reported on another medical device report. Now, approximately five (5) years post initial procedure, on a routine non-contrast computed tomography (CT) scan, sac enlargement was identified but the origin is unknown. Re-intervention is pending. The patient status was not reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the sac enlargement and migration events as unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The initial procedure was off label due to concomitant use with products outside of the indications for use however endologix is unable to identify if this was a contributing factor due to a lack of the relevant medical information. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially implanted with an ovation prime abdominal stent graft system, five (5) ovation prime iliac limbs, and one (1) ovation prime extender to treat an abdominal aortic aneurysm (aaa). Additionally, a genisis l (non-endologix) stent was implanted. Approximately two (2) years post initial implant, patient experienced left lower extremity claudication. Left limb occlusion was identified. Patient was treated with stenting of the right external iliac artery (type of stent not reported) and fem-fem bypass graft. Now, approximately five (5) years post initial implant, at routine non-contrast computed tomography the following were identified; aneurysmal degeneration of the perivisceral aorta, covered portion of the graft and o-rings are below where the aneurysm starts and the o-rings are sealed in thrombus, the graft has migrated inferiorly approximately 10mm (suprarenal component used to cross the superior mesenteric artery (sma) origin and now is below the sma origin), and suspect pressure-transmission across the thrombus causing sac enlargement. Re-intervention has not yet been performed. The final patient status was not reported. The previously reported occlusion with intervention was reported on MFR# 3008011247-2020-00104.